Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they don't think their implant is working anymore. Patient stated after they got out of the hospital, they can't pee a whole lot which was about 2 months ago. Patient services walked patient through communicating with device. Patient reported they are on program 2 at 1.95v but that they are seeing the implant low battery icon on the top row. Patient services reviewed the meaning of this and recommended patient consult with doctor on next steps. Patient plans to contact doctor to discuss next steps.

Event description:
Additional information was received from the patient and a healthcare provider. The patient reported ongoing therapy concerns, and stated they encountered a power on reset (por) the day of the report on their patient programmer. It was not clear what caused the por, but the patient indicated they had "recent doctor appointment" to check on their heart, and also mentioned the ins moved around a lot. It was recommended the patient call to schedule a follow up appointment with their managing physician to address all concerns. Three days later, a healthcare provider reported they did not do anything with the device. The caller stated the patient reported the ins turned off on the 26th. The caller was unsure if the patient had a managing healthcare provider. It was suggested the patient contact their managing healthcare provider, and the role of the manufacturer representative was reviewed. The caller was going to redirect the patient back to their managing healthcare provider, but they were also provided with the national answering service (nas) phone number in case they wanted to contact the local representative.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the reason why the device was not working anymore was due to the x-rays taken in the hospital. Patient said since they had a major heart attack they can't hold their bladder. Patient said the implant also wobbles around. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Patient said they haven't followed up w/ the hcp since the first call because they didn't have a hcp. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.